Manufacturer narrative:
Evaluation results: one parapac ventilator was received for investigation in good condition. It was noted that there was a rattling sound the device was shook. The investigator removed the device from its case and found that one of the packing wedges had become loose inside the case. The device also failed an air entrainment = check. This observation confirmed the customer's reported product problem. A loose shim was installed in the device. The device passed all functional tests after this measure was taken.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a loose component in the pneupac ventilators parapac. The customer suspected that this issue had "...something to do with o2."